Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. In this case, it may be possible that the distal end of the introducer sheath was angled or bent such that during withdrawal, the supera tip caught on the edge of the sheath and separated; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported the tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient had a previously implanted unspecified stent in the superficial femoral artery (sfa) that was fractured. An unspecified balloon catheter was inserted into the fractured stent and inflated several times to open it up. A 6.50 x 60 mm supera stent delivery system (sds) was advanced and the stent was successfully deployed inside the previously implanted stent to cover the fracture. Upon removal of the supera sds from the anatomy with no resistance felt, it was observed that the tip had separated and was located inside the sheath. A snare device was used successfully snare the separated tip and remove it from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.